Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery suddenly depleted from 40% to 0% and the pump shut off. The battery gauge displayed 25% when the pump was connected to a power source and turned back on. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the report. Reportedly the customer will continue to use the pump for insulin therapy.